Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), no communication between pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn. Customer reported a loss of communication between the transmitter and the pump. Transmitter serial number was not in the manage devices screen. Customer reported receiving a pump error. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the transmitter. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7841zn.

Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No pump error 53 alarms were noted during testing. Pump communicated properly with the test guardian link 3 transmitter. Successfully downloaded pump history files and traces using thump software. Pump alarmed 6 pump error 53 alarms in the pump history files and traces on the event date of 12/23/2024 (file #:709, line #:1299, esf#: (B)(4)) at 21:07:30.000 to 22:23:27.000 due to a possible software anomaly. Pump alarmed a pump error 15 on the event date of 12/23/2024 at 17:10:09.000 due to possible software anomaly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), and cracked case (battery tube). Pump error 53 and pump error 15 were confirmed in the pump history files and traces due to software anomalies. No com pump to xmtr was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.